Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, the tech loaded the heartstring seal, let go of the green tabs, pulled out of the delivery tube and the seal remained behind. It felt like the seal was caught on some thing in the shelf loader. The delivery tube was reinserted back to the loader device and the tech tried load the heartstring seal again but was not able to salvage the seal which remained inside the loader. A replacement seal was used to complete the procedure. The hospital did not report any patient complication.

Manufacturer narrative:
Investigation results: investigation verified that the non-folded seal positioned proximal to the window inside loader component with the delivery device attached to the loader component. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to the complaint.